Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, postlaminectomy pain, and failed back syndrome ¿ other. The patient was trying to get relief from their sore back and thought they may have done something to their pain pump. The patient was lightheaded and cannot feel anything anywhere on their body. The patient cannot feel a touch to their skin, or pain when their legs fall asleep for an hour and the patient will immediately walk on them. The patient described having ¿a million other examples¿; however no further information was provided. The patient spoke to a neurologist the prior week, who told the patient it was in their head. The patient thought their pain pump got turned up somehow and questioned if this could happen. The patient went to the emergency room and they gave the patient 2 aspirin and were sent home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.